Event description:
The surgeon was placing the screw in the femur when she said that the inner capture of the screw was stripped, the surgeon then removed the screw and said that it was still intact. The nurse opened another screw for the surgeon to place.